Manufacturer narrative:
Incident two of two: the product involved in the event was not returned for evaluation. Upon completion of the investigation, a follow-up report will be filed. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.

Event description:
Incident two: patient was reported to have a post-surgical infection. There was medical intervention (antibiotics) provided for this patient. Additional information was requested on february 6, 2025, february 11, 2025, and february 17, 2025, the site is currently awaiting further details including details of the type of infection, type of procedure, and technique utilized by the customer.

Manufacturer narrative:
Incident two of two. No samples were available for evaluation. The product was inspected per ansi/asq z1,4: level s-3 aql 1.5. 120 trays were built and 8 trays were inspected with no defects found. No additional handling was documented during manufacture. Sterilization documentation was reviewed to ensure all parameters were within validated sterilization requirements. No abnormalities were found. Header bag sealer calibration was confirmed to be current. Pull and creep functional test results were reviewed from manufacture, all results were within specification. Cleaning records during manufacture were confirmed to be current with no noted issues. The site does have defined processes in place to minimize opportunity for contamination. These include: gowning procedures, environmental and bioburden monitoring. No abnormalities were found. This kit lot was built without typical exidine, chg 4oz. 2% flip top that is used by end-user to clean the skin during surgical prep. The label indicated this component was not included. The customer has confirmed that they used dyna-hex 4 chg antiseptic in place for the patient. A complaint trending analysis was performed for complaints since 2021, historically there are no similar complaints. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or caused serious injury.